Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced elevated and fluctuating blood glucose readings for approximately two days, with a reported peak of 240 mg/dl, after a recent infusion site change and just prior to cgm sensor expiration; the user did not confirm readings with a blood glucose meter and reported no occlusion or kinks, and no alerts or alarms were noted. Symptoms included hyperglycemia without loss of consciousness, dizziness, or other acute complications. Outcomes included no hospitalization, no professional medical intervention, no back-up therapy use, and no ketone testing. Investigation included customer care troubleshooting and user education, along with user-led corrective actions of replacing the cgm sensor and infusion set. Investigation of this case revealed that replacement of the sensor and infusion set resolved the issue and performance returned to prior levels without evidence of a bent cannula. It was concluded that the cause of the hyperglycemia was unclear, with resolution following component replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.